Manufacturer narrative:
There is more information on the device evaluation. Correction is being made to typo in h10. This supplemental report is being submitted to provide this information. Typo correction in h10 statement is original (not other) equipment manufacturer: ¿equipment repaired and verified according to original equipment manufacturer instructions.¿ the device history record review confirmed that device conformed to specifications at the time of shipping. Repair history for the device is not available. We presumed that connecting tube was unable to be connected as connector loosened and came apart. As a cause of the loosened connector, may have been that the user applied stress to the connector toward loosening direction, and the stress was accumulated, or the connector may have been hit by something hard. User can detect the event by inspecting equipment in accordance with the following instructions for use statements: chapter 3.inspection before use 3.3 inspecting the connectors: check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. A small inner part of the grey connector was found in the basin during reprocessing but not broken. The staff is sufficiently trained and experienced in the use of the device.

Manufacturer narrative:
Additional information is not yet available for this event. The field service engineer (fse) went on site to repair the device. After inspection the fse determined that the top part the gray connector had become unscrewed. Fse removed and replaced the gray connector according to the technical guide. In addition, the fse observed that the push plate cover is cracked. Fse removed and replaced the push plate covet unit according to the technical guide. Equipment was repaired and verified according to other equipment manufacturer instructions. Software attributes were verified and confirmed. The covers of the oer-pro were not removed so an electrical safety check was not required. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device grey connector was broken. There is no reported harm to any patient.